Event description:
On (B)(6) 2011, pt reported elevated blood glucose and insulin leakage at her infusion sites. Blood glucose has elevated to approximately 415 mg/dl, and normal blood glucose is 130-140 mg/dl. Pt bolused through the infusion device or used injection therapy to lower blood glucose. When blood glucose elevated, pt would look at her infusion site and notice her clothing was wet. The leak came from below the infusion set adhesive. There were no bends or kinks in the infusion cannula. There was no difficulty preparing or inserting the infusion set. Headsets were inserted with the insertion device, and these issues occurred within 2 hrs of insertion. Pt experienced this concern with each infusion set that she used. Infusion set was replaced and requested for eval. The pt did not require assistance from a health care professional or second party to address the issue.